Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low flow, driveline fault and controller fault alarms and a brief red heart alarm while switching from battery power to the power module. The patient then switched to his back-up system controller without issue and had no further alarms. The patient was subsequently seen in the clinic for evaluation. Manipulation of the driveline did not reproduce the reported alarms. The pump parameters were stable and the patient was asymptomatic. The system controller data log history showed numerous alarms including a driveline disconnected alarm totaling 12 minutes. During this time period the pump power reached a high of 25.5 watts. The patient was admitted. Approximately 4 days later, the manufacturer performed an onsite driveline evaluation. The continuity test did not reveal any broken wires. Visual examination of the driveline did not reveal any trauma or areas of concern. The patient had not experienced any further alarms after the previous system controller exchange. However, approximately 10 days later, the vad coordinator reported that the patient had experienced continued unspecified alarms on a second system controller and was given a new modified power module patient cable.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported incident of red heart and driveline disconnected alarms was confirmed with the data that was retrieved from the returned system controller. The log file contained motor stopped events with elevated pump power values (up to 26 watts) and driveline disconnected alarms when the system controller was supported on the power module via a patient cable. The motor stopped events did not occur while supported on battery power. The returned system controller was functionally tested using the equipment in the manufacturer¿s laboratory and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. No device functional issue was identified during analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 2 months. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.